Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder kept displaying error charge battery even though it showed a full battery. Technical support had the customer confirm that the battery icon showed fully charged. They had to re-sedate the patient and put another capsule in with new recorder. The recorder worked correctly during the previous procedure. There was no patient and user harm.